Event description:
The surgeon explanted the device in 2005 due to the progressive loss of electrode function. The surgeon reimplanted the patient with a new device on the same day. Integrity losing was not perfomed prior to the explantation.